Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she had just done "something really stupid" and unintentionally infused a 35-unit insulin bolus. She was bolusing for 35 grams of carbohydrates and had that number in her mind when she gave the bolus. The patient had suspended pump and was home alone. Her blood glucose was 103 mg/dl at 4:45 pm. She bolused at 5 pm and at 5:16 pm her bg was 76 mg/dl. Customer technical support (cts) advised her to drinkg juice and continue checking bg during the call. The patient consumed 8 oz. Cts lost contact with patient at 5:31 pm and it took 6 attempts to re-establish contact. At 5:39 pm, her bg down to 70 mg/dl and cts contacted the local emergency medical services. (Ems) bg at 5:49 pm was 63 mg/dl and the patient has consumed 32 oz juice. Ems arrived and cts spoke with them, and the contact ended. The patient has hypertension and arthritis. There is no allegation of pump malfunction. This complaint is being reported due to the allegation that a patient experienced hypoglycemia after the use error of unintentionally infusing 35 units of insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error can be considered as cause of the event, as the patient accidentally infused a 35 units bolus. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.